Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation of the pulse generator, the message -data not read- was displayed for measured battery data. The device image showed that the device had not reached elective replacement indicator (eri). The device remained implanted.